Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances during the original build. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable malfunction.

Event description:
The initial reporter states that the pump has a "blank screen/pump shut off with no alarm". Mmdg did follow up with the initial reporter who stated at that time that the patient did not have any issues related to the complaint, no harm to patient, no delay in therapy. (Complaint-(B)(4)).